Manufacturer narrative:
Results: the catheter is kinked approximately 2.5 cm from the hub. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that the 5max-ace was leaking during flush before placing the device in the patient. During the evaluation of the catheter a kink in the hypo-tube area was observed approximately 2.5 cm from the hub. The cause of the damage cannot be directly determined. If the catheter is mishandled at any time during removal from packaging or during preparation, damage may occur. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Before a stroke embolectomy procedure, a penumbra 5max ace reperfusion catheter was being prepped and a saline leak was noted form the proximal hub of the catheter. The catheter was never introduced to the patient.